Manufacturer narrative:
Model number/catalog number 72400024, serial number null, batch/lot number 745429002, model/catalog description balloon fgs 61-70 cm. Model number/catalog number 72404127, serial number null, batch/lot number 743170010, model/catalog description control pump fgs iz.

Event description:
It was reported that the patient experienced mechanical issues with a seven year old artificial urinary sphincter (aus). A replacement surgery was performed in which the existing device was removed and a new aus was implanted. During the procedure fluid loss was noted as the cause for the device not working. Patient status was said to be pending. No more information available at the moment, further information was requested. It was further reported that the patient experienced a return of incontinence leading to the procedure. The patient did not experience any adverse events leading to the procedure. No more information available at the moment. Should additional information become available, it will be provided.